Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated esc button on her insulin pump was not there. The customer stated there was no physical button to click on its all flat or solid. The customer stated there was no way to get her to select when pressing the esc button. The customer stated it would not respond due to the damage of it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Device passed self test. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.